Event description:
It was reported that during the procedure, dilatation of a moderately to mildly calcified, concentric, 90% stenosed lesion was performed in the proximal to mid left anterior descending coronary artery (lad) using an unspecified 2.5mm trek balloon dilatation catheter (bdc), followed by intravenous ultrasound (ivus). An unspecified xience prime stent was implanted, then ivus was again performed. A 3.5x15 trek rx bdc was then advanced without resistance to post-dilate the xience prime stent. However, while using an indeflator, during the first inflation, the 3.5x15 trek rx bdc balloon ruptured after 10 seconds at 10 atmospheres. The 3.5x15 trek rx was withdrawn from the anatomy without resistance. A 4.0-millimeter nc trek bdc was used to perform post-dilatation. There were no adverse patient effects and no clinically significant delay occurred during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience prime. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.